Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead, (B)(6) 2009-02-10; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient claimed that during a recent interrogation it was noted that there had been a "spike" in voltage on the implantable cardioverter defibrillator (ICD). Follow up to determine the authenticity and actions from this information is in process. The ICD remains in use. No patient complications have been reported as a result of this event.